Event description:
Patient was scheduled to receive a tavr [transcatheter aortic valve replacement] valve and was brought to the hybrid room for the procedure. The initial portion went without incident, and the valve was deployed in the existing savr [surgical aortic valve replacement] valve. After deployment it was determined that the valve should be post dilated. A balloon was inserted to post dilate the valve. During this process the valve popped up into the ascending aorta requiring a new valve to be deployed. The valve that popped up was left in the patient as there was no way to safely remove the mis-deployed valve.